Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One conquest pta catheter was returned for evaluation. The complaint investigation is confirmed for a crack in the inflation hub. The inflation hub was deformed due to a crack which prevented the stop cock from attaching correctly. It is unknown how or when the crack occured. Based on the available information, the definitive root cause is unknown. It should be noted that all catheters are 100% inspected at manufacturing review and leak tested at pressure check. All catheters were folded and normalized and sampled at qc for visual and operational defects. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported the shape of the pta balloon dilatation catheter inflation port was found to be deformed/out of round. Reportedly, forcible pressure was applied to engage a three-way stopcock to the deformed inflation port and the three-way stopcock was engaged with the inflation lumen; however, it became detached during use. Another pta balloon was used to complete the procedure. There was no patient injury.